Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. Blood contamination was noted on the fibers, throughout the dialyzer, and in both headers. During gross visual examination of the device, delamination was noted on the non-cavity ID end. The header cap on the non-cavity ID end was removed for further evaluation. Upon further evaluation, the delamination was observed at approximately 140 degrees and extended to approximately 195 degrees, with the dialysate ports situated at 0 degrees. There was no other damage or irregularities noted on the returned sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an internal dialyzer blood leak occurred at the onset of a patient¿s hemodialysis (hd) treatment. The biomed sated the blood leak was caught almost immediately, within seconds of treatment initiation. The blood leak was visually observed in the dialysate, on the arterial end of the device. The machine, a fresenius 2008t, did not alarm. The biomed stated the machine did not alarm due to the speed at which the leak was recognized; blood never reached the sensor. The bloodlines in use were from medisystems. Blood leak test strips were not used. There was no reported damage identified on the dialyzer. It was reported that the patient¿s blood was not returned; estimated blood loss (ebl) was less than 20 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Patient information was requested but not provided. The request was denied due to patient confidentiality restraints. The dialyzer was reportedly available to be returned to the manufacturer for evaluation.